Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported through a clinical study that a hemodialysis (hd) patient experienced a leak during their treatment. The leak occurred less than a minute after the treatment was initiated. The treatment was continued with a new dialyzer of the same lot with no issues noted. The event did not result in an adverse event. The dialyzer was removed and returned to the sponsor for evaluation. The device deficiency report specified that the sample received was observed to have visibly wet fibers with no indication of blood exposure. A visual inspection did not determine any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer or result in a leak. The dialyzer was further tested for both internal and external leaks and subjected to destructive disassembly to better visually examine the polyurethane cut surfaces. The report concluded that no defect or leakage was observed on completion of visual examination, leak testing, and destructive disassembly.